Event description:
It was reported that prior to a coronary stent procedure, the physician removed the delivery system from the protective tubing. When he attempted to remove the product mandrel, it could not be removed from the device. The shaft of the delivery device lengthened and subsequently broke, while attempting to remove the product mandrell. It was also reported that a white foreign material was found at the guide wire exit port.